Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer complained of questionable ise indirect na, k, ci for gen.2 results for 3 patient samples on a cobas 6000 c (501) module. Of the data provided, there were discrepant na results for sample 1 and discrepant cl results for sample 1 and sample 2. For sample 1 the initial na result was 145 mmol/l and the repeat result was 131 mmol/l. The na result was 134 mmol/l on the vitros method and was reported outside of the laboratory. For sample 1 the initial cl result was 79 mmol/l and the repeat result was 90 mmol/l. The cl result was 96 mmol/l on the vitros method and was reported outside of the laboratory. An ise check was performed that passed. A precision check was performed. The sipper probe, reference electrode filter, and sample probe were cleaned. For sample 2 on (B)(6) 2018 the initial cl result 2 mmol/l the repeat result was 97 mmol/l. The calibration and qc were acceptable. The field service representative (fse) found "mold or algae" on the ise reference solution filter and water splashed from the rinse unit. The fse performed the necessary repairs. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. Further investigation was unable to find a definitive root cause. The customer has had no additional issues.